Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due many stored non-sustained ventricular tachycardia (nsvt) episodes. Upon review, right ventricular (rv) lead noise with oversensing was noted. The noise lasted greater than two seconds, however intrinsic conduction was observed throughout. This pacemaker system remains in service, and will continue to be monitored at this time. Additional follow up was scheduled in three months. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.